Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed in (B)(4). The stent was unable to deploy for 10 minutes. It finally deployed with some misplacement. No injury to patient reported.